Manufacturer narrative:
Service visited on (B)(4) 2011, and the field service engineer (fse) found the water system had failed. The fse replaced the wash float and corrected the wash mix.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the drain line from synchron cx5 delta clinical system was foaming on the floor. The customer also noted recurring communication error. No injury was reported and there was no effect to patient or user.